Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was unknown. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The motor was tested outside of the device and passed. The insulin pump passed the displacement test. The insulin pump has cracked battery tube threads and cracked reservoir tube lip.